Event description:
It was reported that the patient infusion set cannula was kinked causing high blood glucose and it was corrected by correction injection by multiple daily injection event on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6). Country: USA. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.